Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were no longer synchronized with the server as a result of windows upgrade. A technical support specialist found that the data synchronization was stopped, and log review revealed related errors. The service was restarted, after which the devices resumed communication. The same issue was also identified on the test server, where the databases were in a recovery pending state, and uninstalling the updates was advised to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server system, the stations were no longer synchronized with the server as a result of windows upgrade. However, there were no delay and adverse events or injuries reported based on this event.